Manufacturer narrative:
Additional information: weight: (B)(6). Weight units: "lbs". Other relevant history was changed from "patient weight is unavailable" to "n/a." Analysis: the samples were not returned from the user facility; therefore, device evaluations were unable to be performed. A lot history review revealed 2 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 9 months after the index procedure, the patient¿s right sfa vasculature was reportedly reoccluded. On (B)(6) 2016, approximately two months after the initial reintervention, an additional intervention was completed. The revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2017-00231.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the left superficial femoral artery (sfa) and left popliteal artery. Approximately 9 months after the index procedure, the patient¿s left sfa and left popliteal vasculature were reportedly reoccluded. On (B)(6) 2016, approximately two months after the initial reintervention, an additional intervention was completed. The revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. New information: it was reported through a clinical study that approximately 27 months post index procedure, re-intervention was performed.

Manufacturer narrative:
Manufacturing review: lot history review revealed there are a total of 4 complaints for lot gfzd1304. Three of the complaints are related to the allegation of reocclusion. The DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned by the user facility. No further evaluation of the device could be performed. It was reported approximately 9 months after the index procedure, the patient¿s left sfa and popliteal vasculature were reportedly reoccluded. Approximately two months after the initial reintervention, an additional intervention was completed. The revascularization was performed and the hcp deemed it was successful. Approximately 27 months after index procedure, the patient's left sfa vasculature had a reintervention performed as the target lesion was 40% reoccluded. The investigator assessed that neither of the reocclusion events were related to the study device or index procedure. Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Manufacturer narrative:
The samples were not returned from the user facility; therefore, device evaluations were unable to be performed. A lot history review revealed 2 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 9 months after the index procedure, the patient¿s right sfa vasculature was reportedly reoccluded. On (B)(6) 2016, approximately two months after the initial reintervention, an additional intervention was completed. The revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2017-00231.